Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. It is unknown if there was any injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was unable to be confirmed. There is evidence of excessive soap residue in the bearings at the distal end of the attachment that caused the mechanism to heat up. Excessive soap residue is caused by too much concentrated detergent being mixed with water which gets left behind following the dry cycle in the autoclave. A review of the device history record did not indicate any conditions during manufacturing operations that would be related to the reported condition. This device passed all manufacturing and test requirement at the time of manufacture. (B)(4) .